Event description:
A laparoscopic assisted appendectomy procedure was being done when the electrosurgical connecting cable began to smoke near the end that plugs into the generator. Another cable was substituted and the case was completed. No pt or operator injury occurred.